Event description:
Sorin group received a report that the yellow and white clamps on the cardioplegia line were reversed. There was no report of pt injury.

Manufacturer narrative:
Sorin group received a report that the yellow and white clamps on the cardioplegia line were reversed. There was no report of pt injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.